Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their bipap device. The patient alleges to have bronchitis. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on mar 08, 2024 and section h10 should be reported as: a user contacted the manufacturer regarding the sound abatement foam correction/removal for their bipap device. The patient alleges to have bronchitis. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is unknown debris in the tracks of the ui panel. Manufacturer notes that there are mineral deposits present on the motor casing and within blower box assembly suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER (B)(4) for the procedure used to make this determination. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.